Manufacturer narrative:
The reported event of an inappropriate or unexpected reset was confirmed. The device received with battery voltage above the elective replacement indicator (eri). Device image analysis was performed and it revealed multiple reset triggers. The product code was reloaded, and the device was monitored in the lab; reset was initially reproduced but it was unable to determine the cause. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No other anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, upon interrogation, it was noted that the implantable cardiac monitor (icm) experienced an unexpected reset. The implantable cardiac monitor was not used and replaced to complete the procedure. The patient was in stable condition throughout the procedure.